Manufacturer narrative:
The explanted device was not returned to bsn.

Event description:
A report was received that the patient had frequent and extended ipg charging. The patient underwent an explant procedure.